Event description:
It was reported that a merlin.net transmission showed the patient received inappropriate hv therapy for supraventricular tachycardia. The device was reprogrammed. The patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.